Event description:
The dentist reported the ilpc441 screw fractured. Both abutment and fractured fragment returned. Implant remains in patients mouth.

Manufacturer narrative:
The abutment, screw and retaining screw were returned. Visual inspection revealed the abutment screw had some debris on the threads and its hex head showed no signs of wear; however, the lpctsh retaining screw broke off inside the head of the abutment screw; the abutment fingers were all present and seemed to be in working condition; the hex of the abutment showed no signs of wear or deterioration. The device history record for the (B)(4) abutment was performed and no non-conformances were found. The lot number for the (B)(4) retaining screw was not provided; therefore the device history record could not be reviewed. A definitive root cause has not been determined. Correction: during investigation it was found that the retaining screw (B)(4) and not abutment screw (B)(4) had fractured. Therefore, this complaint would not have been reportable.